Manufacturer narrative:
No device returned.

Event description:
Reportedly, the device draws air while priming or draws fluid / blood during cardiac output measurement cycles. Air was also reported during cardiac output cycles. This occurs when the plunger is pulled back. Problem sets were identified between 2006 and 2007.